Event description:
The rptr indicated the surgeon inserted an aq2015a silicone aspheric three piece lens and the haptic was noted to be broken. The incision was enlarged to remove the lens and sutures were required to close this incision. Another same model lens was implanted. The rptr indicated that the technician broke the haptic while loading the lens into the cartridge.

Manufacturer narrative:
(B) (4). Incision sutured. (B) (4).